Event description:
It is reported that the patient was revised due to fluid around the hip joint, a possible pseudo tumor and raised levels of cobalt in her blood.

Manufacturer narrative:
The revision date is unknown, therefore, an in-vivo time cannot be determined. The total hip construct was a metal-on-metal articulation. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.